Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and variable pacing impedance. The rv lead also exhibited oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.